Event description:
New information received notes that the lead was capped and replaced on 1 feb 2024. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was done. The patient status was unknown.